Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. After tightening the battery pins and nuts on the backside as a precaution, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device turned off twice during a call. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device turned off twice during a call. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the device download information and verified that the device unexpectedly lost power twelve times on the event date. The cause of the reported issue is unknown. Section h10/h11 additional mfg narrative of the initial medwatch report indicated: physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. After tightening the battery pins and nuts on the backside as a precaution, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Section h10/h11 additional mfg narrative of the initial medwatch report should indicate: physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. The battery pins and nuts on the backside were inspected and in acceptable condition and tight. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.